Event description:
Reporter alleged obtaining a blood glucose result of 221 mg/dl on his advantage system compared to the doctor's measurement of 508 mg/dl when testing was performed within 10 minutes. Reporter stated he was experiencing hyperglycemic symptoms during the time of testing and the doctor advised him to go to the hospital. Reporter indicated the hospital treated him with insulin, amount and type not provided. It was stated the reporter went to the doctor because he was experiencing hyperglycemic symptoms when having system readings of 200-400s mg/dl. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.